Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was admitted to the ER for after a fall. The EKG showed a heart rate of 40 bpm. When the device was interrogated, the right ventricular lead was intermittently capturing. Capture threshold and impedance had increased. The lead was capped and replaced. Patient was stable prior to, during, and post procedure.